Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was 128 mg/dl at the time of the call. The customer stated that the insulin pump got knocked over the counter and an alarm rang shortly after. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump had a full segment display anomaly due to a faulty connector on the interface board. The functional testing could not be performed and no blank display or audio anomaly could be verified due to the display anomaly. The insulin pump was also received with minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.